Event description:
It was reported that during a port placement procedure, the sheath was allegedly not torn smoothly and there was some discomfort. Reportedly, the sheath was eventually able to be torn and the case was completed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2025) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 6.5fr peeled-apart sheath was returned for evaluation. Visual evaluations were performed. Improper valve separation and broken vale were noted, and one valve cap was noted to be detached from the bard t-handle. Manufacturing review was performed and confirmed the ¿valve did not break correctly¿ and ¿sheath was allegedly not torn smoothly¿. A closer view showed that the top cap was separated apparently during the evaluation, signs of welding are present on the top cap detached. Therefore, the investigation is confirmed for the reported difficult or delayed separation and identified fracture and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the sheath was allegedly not torn smoothly and there was some discomfort. It was further reported that eventually the sheath was able to be torn and the case was completed. There was no reported patient injury.